Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to adjust pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The suspect control board was returned for evaluation. Evaluation of the control board confirmed the switch to be faulty. The control board was retained at zoll. The customer received a replacement. Analysis for reports of this type has not identified an increase in trend.